Manufacturer narrative:
Correction. The manufacturer previously indicated a congenital anomaly/birth defect occurred. This was incorrectly checked. There was no allegation of congenital anomaly/birth defect and this box should not have been checked. The manufacturer previously reported a ventilator inoperative condition occurred. There was no harm or injury reported. Additional information received indicates the device will not be returned for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.